Manufacturer narrative:
..

Event description:
Procedure: thoraco/pneumothorax. Reportedly, when the device was fired staples did not form properly. To treat the tissue, the surgeon made a small incision, and fired an open stapler to cut the tissue, but staples were not placed tissue at all. These events caused no bleeding and there was no report of injury. The tissue was treated with hand sewing to finish.